Event description:
Pt's eyes got irritated after using the solution they thought they had bought an eye disinfectant solution. Alleged that medical assistance was sought and a patch was placed on their right eye.